Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. Additional device involved in this event: (B)(4)/lot number unknown. The lot numbers of the gore devices were not provided. Therefore, a review of the manufacturing records could not be performed and the UDI numbers are not available. The causes of the aortic expansion and persistent false lumen perfusion were not provided.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2016, a patient underwent elective treatment of a chronic dissection measuring 52 mm in zone 0 and extending from zones 3 to 11. Two conformable gore® tag® thoracic endoprostheses ((B)(4)) were reportedly implanted extending from zones 3 to 5. The devices were reportedly delivered and deployed with no issue and successfully covered the primary entry tear in zone 3. On an unknown date approximately 27 days post-operatively, imaging showed no evidence of endoleak or aortic enlargement. On an unknown date approximately 391 days post-operatively, imaging showed no evidence of endoleak, but the aorta reportedly measured 60 mm within the treated area. It was reported there was evidence of false lumen perfusion from the primary entry tear and from a source distal to the treated area. On an unknown date, an additional procedure was performed whereby plugs and a gore® excluder® aaa endoprosthesis contralateral leg component ((B)(4)) were implanted in the false lumen, and an additional conformable gore® tag® thoracic endoprosthesis ((B)(4)) was implanted for additional coverage of the dissection. Additional event details are not available.